Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not alarm for low blood glucose during the night and when they checked the settings, they realized that the alert before low setting in the pump was off. Customer's blood glucose value was 2.9 mmol/l. Customer was assisted with troubleshooting and the alarm was put back on. Customer was treated the low blood glucose by eating, they feels good and will monitor the blood glucose. Insulin pump will not be returned for analysis.